Event description:
The customer reported that the device failed to power off in the off position and the wrong energy was selected.

Manufacturer narrative:
The customer reported that the device failed to power off in the off position and the wrong energy was selected. The representative evaluated the device. The energy select switch was replaced to resolve both of there reported symptoms.